Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The anatomical location being treated was the vena cava. The greenfield filter with flex carrier was advanced to the vena cava. When the filter was deployed, only 3 of the 6 legs opened. The filter was well apposed. The procedure was completed successfully with this device. The physician feels the patient is adequately protected. No patient injuries or complications were reported. The patient status is reported as "ok."

Event description:
It was further reported that the procedure was indicated due to bilateral lower extremity deep vein thrombosis (dvt) with contraindication to anticoagulation. The greenfield was introduced over a non-bsc guide wire. When the greenfield filter was implanted "the spacing between the legs of the filter were not equal." A non-bsc catheter was introduced over the guidewire to"tease" the limbs of the greenfield for complete expansion. After venogram, it was verified that the limbs of the filter were attached to the wall of the veins, despite the lengths not being equal. No further attempt was made to remediate this and the procedure was completed.